Event description:
The hospital reported that at the end of a coronary artery bypass graft surgery, the surgeon noticed that the sutures were broken on the completed anastomosis. The surgeon does not know if the anastomosis was damaged as a result of the seal having been stitched in during completion of the procedure or due to excessive force applied during seal removal. A side biter clamp was used to redo the anastomosis. No other complications were reported.